Manufacturer narrative:
The service rep found issues with the batteries. No pt injury was reported.

Event description:
It was reported the 9800 system displayed a precharge voltage error. The customer would have to wait 5 seconds to turn on the system. No pt injury was reported.